Event description:
It was reported that during a meniscus repair procedure, after the t1 deployed, the t2 implant would not deploy when the knob was depressed. T1 was retrieved from patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Only the delivery device was returned no suture or ts. Visual assessment of the device showed the needle has been bent on two planes. No suture or ts were returned from examination. The actuator is protruding out of the delivery needle. The condition of the device indicates it was subjected to excessive force.